Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse replaced the reagent probe b collar wash vacuum valve assembly to resolve the issue. A beckman coulter (bec) internal identifier for this event is (B)(4).

Event description:
Field service engineer (fse) reported regent probe b was leaking into the drip tray, which dripped down to the reagent carousel in unicel dxc 600 pro synchron system. The leak was contained within the instrument. The customer was wearing lab coat and gloves. There is no report of injury or exposure to the operator and no erroneous results were generated due to this event.